Manufacturer narrative:
(B)(4). Additional information: batch # m5367r. Result comments: anvil, incomplete cycle the analysis found that one psee60a device was returned with the anvil bent upwards and the anvil knife slot damaged. A gst60w cartridge was returned loaded on the device partially fired 3/4 consistent with an incomplete or interrupted cycle. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the device was tested for functionality performing a dry fire and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: what color cartridge was being used? Was the cartridge a gst? On which firing did the event occur? First firing. I think it was a gst load but not sure, cartridge is still loaded in stapler when sent for review.

Event description:
It was reported that during a arteriovenous fistula procedure, the stapler closed down on tissue and vein. Firing was initiated and blade advanced, staples were laid down. The blade did not return. The reverse button was activated, blade still did not return. The manual override lever was used and jaws still did not release. Surgeon cut the stapler out, and sewed the vein together to complete the case. There were no patient consequences reported.